Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/29/2016 with the following findings:. Call service 054 alarms observed in black box on date of reported intermittent power., but the issue was not repeated in testing. No damage found to battery compartment or battery cap. Battery cap attaches securely to pump. Pump powers on normal with no alarms. Pump exercised 24 hours with no power issues or alarms occurring. Battery cap contact height and width found within specification.